Event description:
It was reported that there was leaking and the housing is cracked.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Physical evaluation shows noisy pump, cracked liquid crystal display (lcd), leaking enclosure, faded line cord, damaged pole clamp, and marked up front cover. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Customer report was able to be duplicated. The device was leaking from the rear of the enclosure confirming the customer complaint. The root cause of the reported issue were determined to be customer damage. Customer damage from wear and tear use of the drain tube. Actions were taken to mitigate the reported issue: replaced the enclosure to resolve the reported issue.